Event description:
It was reported that this left ventricular (lv) lead appears to be stimulating the phrenic nerve as the patient reported device firing, but no actual episodes have been recorded. Also, the patient has visible jumping of abdomen. Also, intermittent lv loss of capture was observed. Lv lead evaluation was recommended. The lv lead remains in service. No additional adverse patient effects were reported.